Manufacturer narrative:
(B)(4). This complaint is linked to MDR no.3010532612-2020-00046 and teleflex confirmation no. (B)(4).

Event description:
It was reported by field service engineer (fse) that during use on a patient, the intra-aortic balloon pump (iabp) lost signal, pump stopped but no alarm. As a result, the pump was swapped out with no harm to patient. The fse could not confirm the symptom. The fse ran trigger loss both arterial pressure (ap) and electrocardiogram (ECG), the pump always alarmed. Fse checked all alarms and performed functional checks everything passed.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of signal lost and stop pumping is not able to be confirmed. The field service engineer checked the pump and no problem was found with the pump. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: this complaint is linked to MDR no.3010532612-2020-00046 and teleflex confirmation no. 1900075310.

Event description:
It was reported by field service engineer (fse) that during use on a patient, the intra-aortic balloon pump (iabp) lost signal, pump stopped but no alarm. As a result, the pump was swapped out with no harm to patient. The fse could not confirm the symptom. The fse ran trigger loss both arterial pressure (ap) and electrocardiogram (ECG), the pump always alarmed. Fse checked all alarms and performed functional checks everything passed.